Event description:
The dentist reported an abutment screw fracture. Implant is still in place and another abutment was used.

Manufacturer narrative:
The abutment was received for evaluation. The abutment screw portion was fractured. Damage was observed on the hex. The lot number for the abutment was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. (B)(4)